Event description:
The customer contacted physio-control to report that their device had a charge-pak indicator in its readiness display. Upon device evaluation, physio-control observed that the device would not remain powered on to charge and shock defibrillation energy. One of the internal hybrid layer capacitor (hlc) batteries would not fully charge. There was no patient use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device an verified the reported issue. The device would not remain powered on to charge and shock defibrillation energy. Physio-control determined that the cause of the reported issue was due to an internal hybrid layer capacitor (hlc) battery, designator bt2, that did not fully charge. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device would not remain powered on to charge and shock defibrillation energy. Physio-control determined that the cause of the reported issue was due to an internal hybrid layer capacitor (hlc) battery, designator bt2, that did not fully charge. A replacement device was provided to the customer under warranty.